Event description:
It was reported that the patient had multiple inappropriate shocks due to t-wave oversensing via a wide intrinsic complex. The patient had skipped dialysis and had a high potassium level. The qrs complex is now back to a narrow normal sinus rhythm like previous presenting rhythms on latitude. Technical services advised some options for programming or, to change nothing if the root cause is going to be treated clinically. There were no additional adverse patient effects. The system remains implanted.